Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a syndesmosis repair surgery it was not possible to maintain the implant tension . There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-8924t, batch/serial number (B)(6), was received for evaluation. Upon visual inspection, it was observed that the device arrived disassembled for evaluation, with sutures that were broken and frayed. The assessment of the buttons showed no sharp edges or damage. Functional testing was not performed as the device arrived damage. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.